Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed the function test passed and calibrate the value was found normal. Tried testing the alarm by using the leaking balloon set to test. When starting the balloon to hit normally after 5 minutes, it was found that the machine alarm leak catheter, the machine detects the problem normally. And when testing, squeezing the wire while the balloon hit the machine alarm check catheter. From testing the machine, the alarm system is normal and also while testing the balloon set, the machine can hit the balloon normally. No alarm found. The machine can be used normally.

Manufacturer narrative:
Due to character restrictions in block e1 , e1 event city full name is lampang province a supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during routine check cs100 intra - aortic balloon pump (iabp) unit screen showing various alarms . There was no patient involvement reported.